Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra test strips had a "sealed tip" and the blood sample would not draw in. This complaint was classified based on the customer care advocate (cca) documentation as the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged product issues occurred on an unspecified date "2-3 months" prior to the alert date of (B)(6) 2015. The patient manages their diabetes with a combination of medications (42 units of lantus insulin, 1000mg metformin and 4mg glimepiride per day) and denied making any changes to their regular diabetes management regimen as a result of the alleged product issues. The patient reported that "1 month" after the product issue first occurred they experienced the symptoms of "tingly, blind and headaches". The patient stated that in response to these symptoms they went to the emergency room (e.r) on an unspecified date during (B)(6) 2015. The patient was treated by a healthcare professional (hcp), but the exact type of treatment was not specified. The patient did state, however, that they had their blood glucose measured on an e.r meter and a result of "over 500mg/dl" was obtained. At the time of troubleshooting the cca was unable to resolve the alleged strip issues as the patient had already discarded the strips. The products were replaced. This complaint is being reported because patient was unable to test their blood glucose due to the alleged strip issues. This led to them suffering signs/symptoms which are suggestive of serious injury after the alleged product issues began.